Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had system error code: 13-1033-149 upon start-up. The error log was downloaded and noted error 351.6760.0 syringe not calibrated. Flashed syringe and during syringe calibration the pressure disc was not detected. Due to faulty pressure sensor, the pressure sensor board was replaced. Calibration and preventative maintenance (pm) was completed and all tests passed. There was no patient involvement. Per customer, no further information will be provided.